Event description:
The following was reported by the user facility: it was reported that the patient was hooked up to the machine, alarms went off, and blood went through the dialyzer into the machine. "Patient may have been problem, they used 2 dialyzers and the same thing happened."

Manufacturer narrative:
Based on the currently available information, no definitive conclusion can be drawn. It was reported that during dialysis treatment the alarm sounded and the tmp shot up. A blood leak was then visualized. Follow-up with the user facility reported that the patient had a clot in catheter or fistula causing a blockage. The patient did not require any intervention and continues dialysis treatment with no complications. The sample was not returned for evaluation. If additional information is provided a supplemental report will be submitted. For information regarding the second dialyzer used, see MDR # 1713747-2013-00142.